Event description:
Pump infused too quickly. Finished in 24 hours. No adverse event occurred.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter and the evaluation of the returned device. The visual inspection of the device found the red tab key still in the bolus assembly. The tab was removed, per the directions for use, and the pump was evaluated. The pump functioned within specification. The directions for use (dfu) contain a warning that states: "to reduce potential adverse effects: 2. Red tab must be removed before use. If red tab is not removed before use or breaks while removing, bolus button will not work and flow rate may increase significantly above the total flow rate." The red tab in the bolus is approximately 1" wide, and also has a large white flag label with red writing that states :this side up for priming. Remove red tab before use." The device history record was reviewed for lot 7a2668, and all manufacturing operations were found to be within specification. A review of lot history found no other fast flow complaints for lot 7a2668. In addition, retain samples from lot 7a2668 were tested. The pumps were filled with normal saline solution to the nominal fill volume of 400ml and a flow rate accuracy test was performed at 6ml/hr. The flow rate accuracy test results were found to be within specification. Product complaint was not confirmed. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.